Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that the phaco handpiece tip stopped aspirating during cataract surgery (with intra ocular lens implantation). The surgeon then tested in a gallipot with balanced salt solution, she then switched to irrigation/aspiration mode but also did not aspirate. The team then replaced the fluidics management system, reprimed & the procedure was able to be completed without further issue. The delay was approximately 5 minutes while the above steps were worked through & there was no impact or injury to the patient.